Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident but 30 mmol/l during the call. The customer treated the high with syringe. It was reported that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. It was reported that the customer was able to complete rewind. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also reported that the customer reported receiving bent cannulas and troubleshooting was performed. The insulin pump and infusion set were returned for analysis.